Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) lead. However, the oversensing was appropriately falling into the device-programmed blanking zone, which lead to inappropriate storage of atrial tachycardia response (atr) episodes. Reprogramming efforts were performed. Subsequently, a revision procedure was performed and the crt-d was explanted and replaced, while the rv remains in service. No additional adverse patient effects were reported.